Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.

Event description:
Customer reported that he received continuous lost sensor alerts. It was discovered that the transmitter ID was not updated in the sensor when he received a new transmitter and customer was assisted updating it. He also reported that the cannula was bent and had not been inserted into the skin. The blood glucose reading was 49 mg/dl. He stated that he had been running low due to not eating and treated with food. Nothing further was reported.